Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. Root cause analysis: sample/s evaluation: the flow rate report of affected batch 23f02ged71 was reviewed. For final control flow rate (after eto) report, the average flow rate deviation from the nominal flow rate was between 4.38% and 8.75%. Received 1 used and filled easypump ii lt 400-40-s-EU/sa. As received condition, the clamp clip of received sample was clamped, and no wing cap was connected to the patient connector. The sample was decontaminated and sent for flow rate test (etr no.: 20240404_2334). The flow rate deviation from nominal flow rate for received sample was -17.97%. The flow rate of received sample was not within the specification ±15% deviation from nominal flow rate. The returned sample was then dissected into sub pump, filter, and flow restrictor to find the root cause of slow flow rate. The dissected parts were assembled into new sub pump, filter, and flowrestrictor. The numberings of samples were listed in table 1. Table 1: sub pump filter flow restrictor. Sample #1 original new . Sample #2 new original new. Sample #3 new original. The samples were then sent for flow rate test (etr no.: 20240418_2487). Sample #1 and sample #3 were within flow rate specification, which means the sub pump and the flow restrictor from the returned sample do not contribute to the slow flow rate. However, sample #2 failed the flow rate test. Flow rate result: sample #2 consists of filter from the received sample. Refer to table 2, both filters were allowed to let water pass through. With the same pressure applied to the syringe, water is able to pass out the good filter effortlessly. However, for the returned sample, the water was dripping slowly out of the filter outlet. Observation of both filters when purge with water good filter complaint filter the filter was observed under smart scope, no abnormalities was found. The slow flow rate of received samples could be due to partially blocked filter which was caused by drug residues. Crystallization or precipitation of drug will cause partial blockage on the fluid pathway. Hence, the flow of solution will become slower. Fast flow rate as per customer description was not observed. Summary of root cause analysis: since fast flow rate mentioned was not observed from the complaint sample, hence we considered this complaint as not confirmed.

Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
According to the customer: " 5fu therapy (3800mg/400ml) was started on 26.2. At 12:20 p.m., in the day hospital, oncology clinic. The therapy ended on 27.2. Around 10 pm at home therapy. It was reported in the day hospital when the pump was disconnected."